Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead impedance. The lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.